Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell four of five. The home patient (hp) was connected at the time of the alarm. The 2240 alarm was noted in the alarm log by the care giver after calling for troubleshooting assistance. The technical service representative (tsr) explained the alarm and advised the hp to cycle the power to clear the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.